Event description:
It was reported that during an in-clinic check, low R-waves and high thresholds were observed on the right ventricular (RV) lead. During the revision, the helix would not extend. The RV lead was explanted and discarded, and a new RV lead was implanted. The patient was stable before, during, and after the procedure.